Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, leakage from a small crack on the hub of a 5f vista brite tip barbeau guiding catheter was noted during prep. The catheter was flushed and leakage was found between the yellow hub and the white piece (identification of the catheter) that goes over the yellow hub. This catheter never went into the patient. Another vista brite tip device was used to complete the procedure without any problem. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). A non-sterile unit of catheter gc 5f 056 lbt barbeau was received for analysis. During visual inspection, the catheter did not present with any anomaly or damages to the hub, body or brite tip/distal tip. For functional analysis a flushing test was performed. No difficulty was encountered to assemble the syringe and no leaking was noted on the hub of the unit. The flushing test was performed successfully and with no anomalies. Amplified images of the hub were taken with the vision system and no damages or anomalies were found. The reported ¿luer hub ¿ cracked¿ was not confirmed since no damages or anomalies were noted on the returned product. Handling factors such as failure to adequately secure the syringe to the hub prior to flushing may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a leakage was observed during prep from a small crack on the hub of a 5f vista brite tip barbeau guiding catheter. The catheter was flushed and a leakage was found between the yellow hub and the white piece (identification of the catheter) that goes over the yellow hub. This catheter never went into the patient. Another vista brite tip device was used to complete the procedure without any problem. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). The device is expected to be returned for evaluation.